Manufacturer narrative:
The field representative later reported that the clinic reviewed current measurement and compared to previous measurements and found that the shocking impedance had been in the 115-120 ohms range. Therefore, the clinic has elected to continue to closely monitor this patient.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) detected a shock of impedance of 105 ohms. Shock impedances were 51 ohms at implant. Over a year later out of range high shock impedances were recorded. No adverse patient effects were reported.

Manufacturer narrative:
Resolution has been requested from the field representative. To date no further information has been provided. This investigation will be updated should further information be provided.

Manufacturer narrative:
A system replacement was being planned. At this time, records indicate this system remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received indicating defibrillation threshold (dft) tests were performed for this patient. A 31 joule shock was delivered but not successful. A subsequent 41 joule shock was delivered which successfully converted. A message was displayed indicating an open circuit condition was detected. Review of measurements from the dfts found the shock impedances were high and out of range for both shocks. Boston scientific technical services (ts) recommended lead replacement. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received indicating an invasive procedure was performed. The device was explanted and the lead was surgically abandoned. A new device and lead were successfully implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. The proximal segment of the lead was returned, severed 11.5 centimeters (cm) from the terminal pin. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Laboratory testing was unable to reproduce the reported clinical observations.